Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date: unk. Implant date : unk. Explant date : unk. This product is manufactured in the u.s. But not marketed in the u.s.. Device manufacture date: unk. (B)(4). Claim # (B)(4).

Event description:
An article (one-step viscoelastic agent technique for icl v4c implantation for myopia) was received that cited a case study of 100 eyes (52 patients) of patients implanted with hole icls. Of the 100 eyes, four eyes had intraocular pressure (iop) exceeding 30mmhg three hours after surgery, and corneal paracentesis was conducted. Through routine postoperative medication, iop of all the eyes decreased to baseline value at 1 day post-op. The lenses remained implanted. Additional information has been requested but none has been forthcoming.